Manufacturer narrative:
The field service engineer performed maintenance on the rinse nozzle due to problems with control recovery for many tests. Upon review of the alarm trace, frequent abnormal aspiration alarms occurred. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crpl3 c-reactive protein gen.3 on a cobas 6000 c (501) module. The sample initially resulted with a crp value of 0.34 mg/l and this value was reported outside of the laboratory to the patient. Since the result did not agree with the patient's clinical picture, the sample was repeated on (B)(6) 2020, resulting with a value of 327.16 mg/l. The crp reagent lot number was 490025.